Event description:
It was reported that the pump displayed an insulin set expired notification shortly after a recent infusion set change, and it was determined during troubleshooting that the fill cannula step was not performed, prompting user education on correct supply change steps and device function. There were no reported adverse clinical effects. Outcomes included no interruption of therapy beyond the on-screen notification and successful user guidance to prevent recurrence. Investigation included user interview and operational troubleshooting with education on correct procedure. Investigation of this case revealed user error related to incomplete infusion set change steps, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to failure to complete the fill cannula step.